Event description:
It was reported that the health care professional (hcp) had concerns about the electrogram (egm) markers of this pacemaker system. Technical services (ts) was consulted, and it was found that there was functional non-capture of a ventricular pacing event, which occurred due to its close timing to a true ventricular sense (vs) that fell within the ventricular blanking period and was therefore not detected by the device. However, ts suspected of a possible loss of capture (loc) on the right atrial (ra) lead, as the ventricular pacing rate had increased in the three months prior. Further evaluation was recommended. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported. This device was already returned.

Manufacturer narrative:
This report is being submitted to update sections: b5, h1, h6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) had concerns about the electrogram (egm) markers of this pacemaker system. Technical services (ts) was consulted, and it was found that there was functional non-capture of a ventricular pacing event, which occurred due to its close timing to a true ventricular sense (vs) that fell within the ventricular blanking period and was therefore not detected by the device. However, ts suspected of a possible loss of capture (loc) on the right atrial (ra) lead, as the ventricular pacing rate had increased in the three months prior. Further evaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.